Event description:
Customer reported there is no power to the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a fuse. System operates as intended. This MDR is related to ge healthcare complaint number.